Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was in the high 300's (mg/dl). The site was changed and no damaged was noted to the infusion set site.